Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information from the customer reporting artifacts appeared on a patient's head images that appeared as a stroke in the frontal lobe images. There was no misinterpretation, mistreatment, or rescan of a patient due to this event.